Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective. The ventilator was investigated by our field service engineer on-site and the the air gas module was determined defective but not replaced upon customers request. No further information and no log files has been provided. This information is not specific enough to point to any particular fault. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).